Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting that according to the managing hcp, the patient's weakness had been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient with an implanted neurostimulator (ins). It was reported that a patient had experienced persistent contralateral hand weakness/drawing after having an MRI scan performed in a 1.5 tesla magnet. The device was on for the MRI and cycled on and off at therapy setting of 5 volts. No further complications were reported as a result of this event.